Event description:
Customer reports that she obtained results of 74mg/dl, 191mg/dl, and 181mg/dl within 10 mins on the same device. No adverse event reported and no treatment rec'd. No valid qcs were used. Requested return of suspect device and replacement was sent.